Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3234102. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. H3 other text : see narrative below

Event description:
It was reported that bd pegasus yel 24ga x 0.75in qsyte non-pvc needle disengagement was difficult the following information was provided by the initial reporter: before giving the patient peripheral intravenous infusion, the responsible nurse found that the needle plug of the indwelling needle could not be withdrawn when checking the indwelling needle. She immediately notified the head nurse and followed up with the replacement of the indwelling needle without causing any pain to the patient. Cause adverse consequences. Date:(B)(6) 2024. Method:phone comment(sent):what does "the needle plug cannot withdraw" mean? What does the needle plug refer to? Comment(rec):it has been confirmed that "the needle plug cannot be withdrawn" means that the pointer core cannot be withdrawn, and the needle plug is the pointer core.